Manufacturer narrative:
Submitted to the FDA 4/30/1998.

Event description:
On 02/09/1998, the MFR's (MFR.) Intl distributor informed the MFR via fax that a customer in their territory has reported four (4) events (ref MDR#'s 1220923-1998-00009, 011 and 012 for the other three (3) reports) concerning this product. This report concerns the second event. The faxed report states the following: the events reported were related to four (4) units of this product which involved two (2) lot numbers. One unit was noted to be from lot #13595 and three (3) units were noted to be from lot #13706. Two of the devices were implanted by the same physician; however, the lot number of the devices implanted by this physician were identified. The other two (2) devices were implanted by two (2) different physicians. The lot numbers of the devices implanted by these physicians was not identified. The report states the problem was that the connection between the device and catheter broke off at the moment of implant. No further details were provided at this time.